Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for pre-dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.